Event description:
Consumer stated: this is my second time purchasing these toothbrushes. They were fine the first time but this time within 2 weeks of purchasing, a clump of bristles came out when my daughter was brushing her teeth. No contact info provided, product not returned.